Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has post feature fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through worn instrument return that the tibial articular surface provisional was gouged and fractured. This was found post-surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon reassessment on may 10, 2018 it was found that the person who submitted the per is in fact a zimmer biomet employee. Therefore, the notification date should be changed to mar 30, 2018 rather than apr 5, 2018. In the initial report should have been mar 30, 2018 and apr 5, 2018 should be disregarded. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1822565-2017-02983.

Event description:
It was reported through worn instrument return that the tibial articular surface provisional was gouged. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable at this time.